Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the small battery drive device, and it was determined that the device had a sticky trigger, insufficient/low power, and component damage. It was further determined that the device failed diagnostic assessment for check for sticky triggers and check the power with the test bench. It was determined that the assignable root cause of the sticky trigger was traced to component failure due to normal wear. It was further determined that cause of the insufficient/low power and component damage had to be linked to an unauthorized repair which can be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device was not working. During in-house engineering evaluation it was determined that the device failed diagnostic assessment for check for sticky triggers. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.